Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was found to be "deformed" after withdrawal. The device was being placed in the patient's left vena subclavia. Resistance was felt as the physician was withdrawing the wire guide through the needle. Consequently, the physician withdrew both the needle and wire together. After doing so, the wire guide was observed to be "deformed". The physician attempted to use the other side of the wire guide but encountered the same issue. As a result, a replacement device was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation, it was determined this event was inadvertently reported, as it does not meet reporting criteria.

Event description:
The device was received by cook from the user facility on 09jul2020. Preliminary evaluation of the device clarified the failure mode of "deformed wire". The wire guide was found to be in a corkscrew configuration with two sets of offset coils and a broken safety weld at the straight end.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.